Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported patient underwent a right knee arthroplasty on (B)(6) 2012. Subsequently, on (B)(6) 2013, a revision procedure was performed due to patient allegations of pain and loss of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total knee arthroplasty on (B)(6), 2011. Subsequently, patient's legal counsel reported patient was revised with competitor product on (B)(6), 2013 due to patient allegations of pain and loss of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.